Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to fluid loss from pressure regulating balloon (prb) at the tubing junction. A new aus was implanted. There were no patient complications reported.